Event description:
During follow-up, intermittent right ventricular (rv) oversensing was observed. The lead was explanted and replaced. The patient is stable.

Manufacturer narrative:
The lead was returned in three pieces. Visual inspection of the lead found an external insulation abrasion which is consistent with abrasion caused by friction to the device can breaching the right ventricular (rv) cables and inner coil lumen proximal to the suture sleeve tie impression. The cable coating was not abraded; however, the liner of the inner coil was abraded in this location. All other damages were consistent with that occurring at the time of explant. Electrical testing did not find any indication of conductor fractures or internal shorts. The results of the investigation concluded an external insulation abrasion was observed consistent with friction to the device which was likely the cause of the field report of oversensing.